Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Based on the reported information, there is no device malfunction or serious deterioration in the state of health. There did not appear to have been any defect of the onyx during its use. The event occurred in the patient post procedure and its cause was unknown. Linked with MDR: 2029214-2018-00615. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following embolization procedure on a follow up image there was an allegation of onyx extravasation. The patient presented with significant headaches then fell, losing consciousness but without sustaining any cranial trauma. When the emergency services arrived, the patient was pronounced as being glasgow 11 (y3, v4, m4), pupils symmetrical, reactive, deficit in the left upper limb. From a neurological point of view: glasgow 14 (y4, m6, v4), slight psychomotor retardation, no disorientation in relation to time or space, pupils reactive and symmetrical, deficit in the left upper limb (hint of contraction in the hand, impossible to bend the elbow). Hypoesthesia of the left side of the body, deep tendon reflexes brisk in the left side of the body, slight babinski sign on the left, clinical examination of the right side of the body normal. The emergency brain scan revealed a right parietal haematoma associated with a frontoparietal subarachnoid haemorrhage on both sides, linked to a rupture of the right parietal arteriovenous malformation. The angiogram confirmed the presence of a right parietal arteriovenous malformation mainly fed by the right pericallosal artery. The nidus measured 2 cm across its widest axis and contained an aneurysm which was responsible for the haemorrhage and was in contact with the haematoma. Embolization of the whole avm using onyx. In the final check, the avm was no longer opacified. The other distal branches were permeable. No defect in the cerebral parenchymography. A post-procedural scanogram acquisition was carried out but did not show any increase in the intracranial haemorrhage or any recent ischemia. The patient was then transferred to the recovery room then to intensive care for monitoring. Post-operative sequelae were marked by increased headaches and a motor deficit in the left side of the body. Gradual recovery of the deficit in the left side of the body allowing the patient to walk. However the patient still has slight hemiparesis and hemispatial neglect on the left. Progress from a neurological point of view was marked by an improvement in neurological deficit with the patient experiencing recovery at the distal end of the upper left limb, being able to shake hands and bend her arm, significant recovery in the lower left limb with motor testing at 3-4/5, an improvement of sensory deficit with an absence of epicritic sensitivity to touch down to the left knee.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.